Event description:
It was reported that, on (B)(6) 2015, the patient went in for a refill and believed that the drug was injected into the pocket and not the pump. The refill was not done by the patient's managing physician, and the patient had not yet contacted them. The patient was redirected to their managing physician. The patient suddenly blacked out while filling the pump and was sent to the emergency room (ER). A company representative was at the ER and turned the pump down to minimum rate (also reported as "lowest setting"). The patient was given narcan 3 times. As of the date of the report, the patient was "now out of the hospital"; the date of hospital discharge was unknown. The pump was being used to deliver fentanyl and prialt (ziconotide). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information, as well as the cause of the alleged pocket fill, and any additional interventions. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: n EU_refillneedle, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care provider (hcp) via a pharmaceutical company confirmed that the adverse event was a pocket fill. The drug was noted to be fentanyl, and the dose of the pump was only temporarily decreased. The patient was recovering/issue was resolving. If additional information is received this report will be updated.